Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The lay user/pt contacted lifescan alleging that the product's blood glucose results were inaccurately high, 260 mg/dl, compared to another lifescan product, 185 mg/dl. Although the comparison is greater than the expected variance of less than equal to 30%, a control solution result fell outside the specified control solution range. Therefore, the complaint is classified as a malfunction. There were no allegations of symptoms, harm or injury. The customer care advocate replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.